Event description:
Event description: sales rep reported that during a follow-up the patient had the wound dehisced and there was a "black sandy goo" coming from the wound that the surgeon claims to be surgilfo following a neck incision procedure. Follow-up information: the name of the procedure is a submandibular cyst resection. Surgilfo was used in a submandibular cyst resection for bleeding control. Surgiflo was left. It was irrigated and the wound was re-sutured. The surgeon thinks the "black sandy goo" was the surgilfo he left in the wound. The current condition of the patient is stable. Additional information was received stating: what is the name of the procedure? Submandibular cyst resection; for what indication was surgilfo used? Bleeding control; was surgiflo removed or left? Left; what is the current condition of the patient? Stable; was the patient re-operated? No; was medical intervention indicated to treat the symptoms? If so, what was the medical intervention required? Irrigated it out; what was the treatment for the wound dehisced? Re-sutured the wound; was there any delay in the procedure as a result of this event? If so, how long? No, this was post procedure; was there any patient consequence? Additional intervention, but patient is fine; what is the surgeon's opinion as to the relationship of the product to the symptoms? He thinks the "black sandy goo" was the surgiflo he left in the wound; what products were used in addition to the surgiflo? No other hemostatic products were used; what product did the surgeon attribute the dehiscence too? He did not attribute the dehiscence to surgiflo; did they irrigate the surgiflo during the initial procedure? They did not irrigate it all out.

Event description:
Event description: sales rep reported that during a follow-up the patient had the wound dehisced and there was a "black sandy goo" coming from the wound that the surgeon claims to be surgilfo following a neck incision procedure. Follow-up information: the name of the procedure is a submandibular cyst resection. Surgilfo was used in a submandibular cyst resection for bleeding control. Surgiflo was left. It was irrigated and the wound was re-sutured. The surgeon thinks the "black sandy goo" was the surgilfo he left in the wound.the current condition of the patient is stable.